Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally report of a broken power button and loss of power was confirmed; during testing a faulty harness switch was discovered. The following additional findings were also noted: assorted rusting, damage, a bad scope socket, light output measured out of range and life life meter read at greater than 100 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power button of their evis exera iii xenon light source kept unintentionally shutting off. The issue was discovered prior to a diagnostic colonoscopy, which was completed with a similar device, and the condition of the patient was not impacted by the failure. The procedure was lengthened by 5 minutes, but the patient¿s anesthesia was not extended as the issue was noted before the patient was brought into the room. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a faulty harness switch caused the power to shut off . However, a specific cause of faulty harness switch could not be identified. Olympus will continue to monitor field performance for this device.